Manufacturer narrative:
Initial 3 of 4. E1 : establishment name: (B)(6) address ¿ (B)(6). Country: united states of america based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient had experienced issues with four infusion sets on (B)(6) 2026. It was stated that the infusion set tubing was discolored and had a sort of plastic bubble which leads to high blood glucose levels and was treated with correction injection via mdi (multiple daily injections).